Event description:
The customer reported the insulin screen was blank and the customer did not received a low batery alarm. The customer stated he replaced the battery and nothing happened. Then, he reportedly took an injection and the light came on and the insulin pump started working. The customer's blood glucose was not known. During troubleshooting, the customer stated the battery was not previously used, the insulin pump was neither bumped nor dropped, and there were not unattended alarms. The customer also stated the battery cap was not loose, cracked or damaged. He was advised to clean the battery cap. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.